Manufacturer narrative:
Bin files were reviewed and do not show any system notices or errors for the date of event. Bin files show that at least 10 injections were performed with catheter (B)(4). There was no indication of product malfunction and the device was not returned for investigation.

Event description:
A cryoablation procedure was performed and isolation of the left sided veins was completed. In 32 seconds into the first ablation of the right sided veins, at a temperature of -40°c, there was loss of phrenic nerve capture and the procedure was stopped. The physician believes that the balloon was in ripv but can not rule out location in rspv. Phrenic nerve injury had not resolved one hour post case. At one week follow up, there was no return of phrenic nerve function. As per physician, at three week follow up, phrenic nerve function had returned 15 - 20% of normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.